Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan at 7:41 am (pst) alleging that a one touch ultra meter was reverting to the setup mode. The patient indicated that the alleged meter issue started on the same day, at 6:00 am (cst). She also admitted that the meter issue began after she had replaced the meter's battery. After the meter issue started, the patient developed symptoms of sweating. The patient did not take any actions related to diabetes treatment as a result of the alleged issue. She also denied receiving medical intervention and was not tested on another device. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly symptoms suggestive of hypoglycemia after the alleged meter issue started.